Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: awareness used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There does not appear to have been a problem with the device or the way it was used. Stent obstruction is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "preliminary outcomes of cataract surgery with istent inject® w". Reportedly, following trabecular microbypass stent system procedures in conjunction with cataract surgery in a total of thirty-two (32) operative eyes, two (2) eyes presented postoperatively with one (1) of two (2) stents occluded by iris. Any omitted information was not available at the time of report. Please see the attached article for further details. Reference doi.org/10.24811/hjms.72.3-4_27.